Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown) the device delivered a synced shock to the patient at 120 j. However, the device failed to sync at 150j. Complainant indicated that the clinician power cycled the device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including functional testing, impedance calibration test, defib/pacer stress testing, bench handling and defib cycling without duplicating a malfunction to the device. The device was recertified and returned to the customer. Review of the device activity logs observed that the user was performing synchronized cardioversion. The logs do capture button presses but does not capture how long the button was held for if at all. To perform shock in the sync mode (synchronized cardioversion), the shock button needs to be pressed and held until the device detects the next r-wave. Testing was performed and could not replicate the customer's report. No trend is associated with reports of this type.